Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/06/2013 with the following findings:confirmed the keypad cover has a cut over 'ok' button. All keypad buttons are responsive. Removed keypad cover and contamination was visible under all key contacts. Unrelated to the complaint, a dim pink display screen is found. Pump cover is removed to take away a bad display screen and complete a test with a new good display screen. The good display screen is showing a strong contrast and clear text.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display screen and a torn keypad cover. This report is made based on the results of an investigation completed on 11/06/2013.